Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed as it was not functioning as expected resulting in recurring incontinence due to the atrophy. A new artificial urinary sphincter cuff was implanted. No additional intervention was required.